Event description:
It was reported that during the initial implant the doctor removed the intraocular lens and performed a vitrectomy. Another lens was implanted. No incision enlargement, no patient injury and no patient complication were reported. No further information was provided.

Manufacturer narrative:
Follow up information received from the physician's office stated it was the doctor's opinion that the relationship of event to product was not related. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The customer did not return the intraocular lens. Only an empty package was received. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.